Event description:
It was reported that the ventricular lead exhibited low impedance and noise causing pacing inhibition. The lead was capped and replaced. The patient did not suffer any complications.